Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 to 500 mg/dl. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter alleged that the pump was not functioning correctly, but was unable to provide any additional details at the time. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.